Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to have a cracked top case, the plunger tube seal was pushed inside the pump, the left plunger case teeth did not line up with the indentations of the ear clip. The device?s event history log was reviewed for evidence of the reported problem, found ?primary audible alarm power on self-test? In the log. To conduct functional testing the device was powered up and had an audio test performed. Upon testing, the reported problem couldn?t be duplicated. Unable to determine the root cause. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump running 1.6.5 firmware were still generating primary audible alarms post. Both post and background test alarms were being generated. No patient injury reported.